Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 50 mg/dl). Food and juice were consumed to treat bg. Contact alleged pump was over delivering insulin. Although multiple attempts were made by tandem technical support to follow up, customer did not reply.